Event description:
Customer reported a leak occurred when using the coulter lh 500 hematology analyzer in their laboratory. The leak was described as less than 1 ml of fluid and was contained inside the lower front door of the instrument. The customer was performing maintenance on the instrument to remove a clot when the leak was observed. The instrument was taken out of service. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing personal protective equipment of gloves, goggles, and lab coat at the time the leak was observed. There was no biohazard exposure to mucous membranes or cuts. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and found the probe wipe was not traveling far enough down the manual probe to evacuate the probe's internal backwash causing the leak observed by the customer. The fse cleaned and lubricated the rinse block mechanism allowing proper probe wipe travel resolving the leak. (B)(4).